Event description:
A customer reported two probes that would not actuate properly during surgery. The case was completed with a third vitrectomy probe. There was no patient impact reported.

Manufacturer narrative:
A sample is expected to be returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).